Event description:
The affiliate is reporting that the pt had a "reaction of the suture." A revision surgery was necessary to remove the orthocord suture. The pt did not experience any further symptoms of a reaction after the suture was removed. The suture was cultured, histological results revealed no bacterial growth, but lots of granulocytes. The doctor confirmed that the event was caused by a foreign body reaction to the orthocord suture.

Manufacturer narrative:
The prod is not being returned and no lot numbers have been supplied, both of which preclude conducting either a physical evaluation or a build history review to determine if there were any internal processing issue, which would have contributed to the nature of the prod complaint. As such, we cannot determine what may have caused the user to experience the reported incident. The surgeon has attributed this event to a foreign body reaction to the orthocord suture of the spiralok implant. The IFU states that the synthetic braided composite suture elicits a slight tissue reaction during absorption. The listed adverse effects in th IFU states "for absorbable implanted devices includes mild inflammatory and foreign body reactions." A report is being filed to document this event. If however, more info is received that is both pertinent and germane to this issue, that info will be evaluated and the conclusions will be reflected in a follow up report. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.